Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2018 for day 360 post-implant. A redness and irritation of the skin under anchor and dressing with redness and swelling around the percutaneous lead (driveline) site was found. The patient reported mild trauma during sleep. This was not felt to be an infection and no cultures were done. There was no drainage and no need for antibiotics. The lvad clinician reported that the plan will be to attempt to arrange for the patient to trial a new dressing and to also arrange to schedule the patient¿s significant other for dressing education. No additional information was provided.